Event description:
As reported for this event by the customer, during a diagnostic thoracoscopic exploration biopsy procedure, after the biopsy sampling, the jaw of the device was found to be broken. A search of the patient¿s pleural cavity revealed no presence of any broken pieces. The broken pieces were found in the sediment of the pleural fluid suction collection bag. There is no harm or adverse impact to the patient.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be determined since the device was not sent for evaluation. Based on the results of the investigation, the following are probable causes of the failure: 1. Insufficient cleaning of the device after use left foreign material and/or detergent solution on the arm of the cups. 2. The residue corroded the arm and weakened it. 3. The weakened arm broke off when a force was applied to it during handling. The event can be detected/prevented by following the instructions for use which states: ·before use, confirm that the distal tip of the forceps is not corroded, dented or discolored, and that the cups can be opened and closed smoothly. Using forceps that are damaged or not working properly may result in one or more of its components falling off inside the patient. If a component falls off of the distal end, or if operation of the cups suddenly becomes more difficult, immediately stop the procedure. Carefully withdraw the forceps together with the endoscope to avoid causing injury within the body cavity. Retrieve any parts that have fallen off inside the patient using another grasping forceps. ·reprocess the instrument immediately after use by immersing it in a neutral, low-foaming, medical-grade detergent solution, then following the cleaning and sterilization procedures in this chapter. Failure to reprocess the instrument immediately after use, or using another type of detergent may cause corrosion at the instrument¿s distal end. This could cause components to fall off during use and may interfere with operation of the cups. Olympus will continue to monitor field performance of this device.